Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged grip ring at the proximal end in the housing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that after the second use, the jaw of a vessel sealer extend instrument stopped opening. The procedure was completed with no reported injury.